Manufacturer narrative:
An evaluation cannot be conducted at this time. Multiple attempts to obtain details of the event and/or the suspect device have been unsuccessful. Upon receipt an evaluation will be performed and a follow up report submitted. A review of the device history records did not reveal any irregularities. Lot 644894 was manufactured and released in accordance with design specification. The zodiac spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical (B)(4). Implant rods are also available in commercially (B)(4). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion. The zodiac system may be used in connection with alphatec spine's solanas posterior system, which in turn connects with avalon occipital plate system creating additional levels of fixation.

Manufacturer narrative:
(B)(4). The patient will require revision surgery. The date of the revision surgery has not been provided. Multiple request for additional information for the international customer have gone unanswered.

Event description:
An international customer (B)(6) reported that a zodiac polyaxial screw fractured and broke in the patients vertebra.